Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. The patient received three inappropriate treatments. The device was started up at 21:32:25 on (B)(6) 2026. At 14:48:49 on (B)(6) 2026, an arrhythmia was detected. ECG shows svt @ 160 bpm with bbb. Between 14:50:05 and 14:50:53, the patient received the three inappropriate treatments. Svt contributed to the false detection. Rhythm at the time of each treatment was svt @ 160 bpm with bbb. Post shock rhythm was svt @ 150 bpm with bbb. The device was shut down at 15:09:28 on (B)(6) 2026.